Event description:
The physician noted having some trouble with suctioning on the scope. It was discovered when cleaning the scope, that there was a piece of brush from the previous washing, retained within the scope.